Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid.

Event description:
It was reported that the connector did not match with the catheter, leading to the dislodgement of the connector from the catheter. No other information was reported.